Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Customer consumed a bowl of cereal to address bg. Although requested by tandem technical support, the customer declined to perform troubleshooting. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) of 45 mg/dl was entered into the pump by the user on (B)(6)2019 at (B)(6)am. Immediately following, the user entered 45 grams of carbohydrates, then ultimately delivered a 6.88 unit bolus for 55 grams of carbohydrates without entering current bg and while still having insulin on board (iob). The user likely entered the bg value of 45 mg/dl in error. User adjusted multiple basal rate settings at (B)(6)am, increasing total basal insulin. At (B)(6)am, user requested a 30-minute temporary basal rate of 125% (2.0625 units/hr). User then requested an extended bolus by entering grams of carbohydrates without entering current bg and while still having iob. While the extended portion of the bolus was still being delivered, user requested an additional override bolus by entering units of insulin to be delivered. It is possible the user¿s personal profile settings need adjustment. Making bolus requests without entering current bg and while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.